Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not control the blood glucose (bg) levels while on pump therapy. The customer reported elevated bg levels ranging from 475 mg/dl to 500 mg/dl with ketones. The elevated bg levels were addressed by changing the cartridge/site and administering a manual injection. The cause of the elevated bg was unknown. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level. Reportedly, the customer reverted to an alternate pump for insulin therapy.